Event description:
Olympus medical systems corp. (Omsc) was informed by the user that sometimes the endoscopic image was not displayed on the monitor screen. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at olympus service operation repair center (sorc). Sorc checked the device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. -the reported event was caused by fatigue of the lock part of the video connector socket. -the battery was exhausted. The exact cause of the reported event could not be conclusively determined. However, based on the following investigation results, the reported event may have been caused by a failure of the lock part of the video connector socket. The exact cause of the failure of the lock part of the video connector socket could not be determined. -the reported event was reproduced during the evaluation of the device by sorc, and sorc determined that it was caused by a failure of the lock part of the video connector socket. -omsc reviewed the manufacturing history and confirmed that there were no manufacturing abnormalities or corrections. Omsc checked the repair history and confirmed that the video connector socket and battery were replaced on (B)(6), 2016. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.